Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated pacing capture threshold in the right ventricle was elevated. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) battery estimation was shorter than anticipated. It was also reported there were high thresholds on the right ventricular (rv) lead. The outputs were reprogrammed. The lead and ipg remain in use. No patient complications have been reported as a result of this event.